Event description:
Information received by medtronic indicated that the insulin pump had keypad anomaly. Customer stated that when they pressed the center key numbers were ramping on their own. Customer did not receive stuck button alarm. Customer stated that the scroll bar was moving with no input. No harm requiring medical intervention was reported. The device will be returned for analysis.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.